Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient called the hospital for high watt alarm and high flow, patient was home at the time. It was stated patient presented with hemolysis and hematuria. It was stated that the patient was hospitalized, and thrombolysis was done with first injection of actilyse 10mg in bolus and then 10mg for one hour, then given at 0.1mg/kg/h for four hours. It was further stated that the patient was intubated. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was extubated during the event. It was also stated that two lysis were done the day of the event. Date of discharge unknown, but patient was sent home and the event had been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2017; 25 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received two lysis therapies on the day of the event and the event was resolved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.